Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a right hemicolectomy, during resection of bowel, the stapler malfunction. When squeezed stapler it "did not feel or sound right". Stapler was removed from bowel. Stapler was noted to have loose staples still in the stapler undeployed. Surgeon was not able to cut tissue. They used another stapler to fixed the issue. No patient injury.